Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
During evar in 2008, the top cap safety wire of the flex main body would not release (1820334-2008-00554) despite the correct procedure being followed to remove it. The aorta was straight with minimal angulation. There was no rotation of the device during insertion into the artery. The pin vise had been checked on flushing prior to insertion and was tight. The device appeared to be correctly positioned prior to wire removal, but the force required to remove the safety wire caused the device to move. The safety wire was forced off the introducer and such force was applied to release the wire that this cause the top portion of the device to drop down. This was then too low to get a seal in the neck and unable to be moved back up. An extension was needed to complete the case. The legs were then too long because the patient's iliacs were relatively short. The physician had to cover the right internal iliac artery to get a seal, which was not planned. They had planned to cover the left internal iliac artery during the procedure, due to the vessel diameter, there was a seal at the time of the first case using the 24mm diameter leg in order to try to preserve one internal iliac artery, but this was lost a few days later when the seal failed. At an approximately 25 days later, another iliac leg graft was placed to cover the internal iliac artery.